Event description:
It was reported that the patient presented remotely via merlin.net. Review of transmissions revealed that the merlin programmer exhibited a battery diagnostics anomaly where it gave an overestimate of battery longevity. Patient was in good condition will continue to be monitored.